Event description:
Related manufacturer reference number:1627487-2021-15075. It was reported the patient lost effective therapy due to l3 lead migrated (manufacturer reference number:1627487-2021-15075) and l5 lead is fractured and no longer functioning. In turn surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.